Manufacturer narrative:
A visual assessment was performed after disinfection. The working channel sleeve extended from the distal cap when received. The tips of the protruding sleeve were frayed. The proximal end of the distal cap was aligned to the cap weld. There was evidence of the production bonding process and the application of heat to the outside of the catheter during manufacturing assembly, as seen in the working channel sleeve reflow/bond. A functional inspection was performed. The spyscope ds was plugged into the controller and it displayed a live, clear image. The distal tip articulated without issue. A guidewire was back-loaded through the distal end of the scope; no issues were identified with the image. A spybite device was passed through the working channel; no issues were identified with the image. The distal end and the distal cap of the catheter was removed for examination. The distal end of the exposed working channel sleeve was tugged; it did not detach from the catheter. The catheter was cut open to expose the working channel sleeve. The catheter was pulled back to assess the adhesion of the working channel sleeve to the pebax. The proximal end of the working channel sleeve appeared to be attached to the pebax (bonded length). The working channel sleeve did not fall out; the working channel sleeve was pulled out of the catheter. There was evidence of adhesion of the working channel sleeve to the inside of the catheter, as seen by the white area on the proximal end of the pebax and the working channel sleeve braid imprint throughout the pebax region. The distal end of the working channel sleeve remained attached to the pebax and appeared damaged, likely a result of accessory use. The complaint was not consistent with the reported event of loss of visualization, however, it was found out that  the working channel sleeve extended from the distal cap when received. Based on the investigation and the receipt condition/functionality, the complaint conclusion investigation code selected for the working channel sleeve protrusion issue is manufacturing process design. There is an investigation in place to address this issue.   A DHR (device history record) review was performed and no deviation was found. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a spyscope digital access & delivery catheter was used in the common bile duct during a cholangioscopy procedure. According to the complainant, during the procedure, after several attempts of treating stones with electrohydraulic lithotripsy (ehl), the image suddenly disappeared. Reportedly, there was no visible damage with the device. The procedure was completed with a second spyscope digital access & delivery catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.   This event has been deemed a reportable event based on the investigation results; working channel sleeve protrusion.